Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable; it rose more than 300 ohms from the baseline and remained there for one year before returning to the baseline.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance rose 300 ohms from the baseline and remained there for one year before returning to the baseline. No other variance was observed in the lead trends. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm ICD, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.